Event description:
Customer reported at 6:01 am, device = 452 mg/dl. At 6:06 am, device = 276 mg/dl. At 6:35 am, lab = 131 mg/dl and at 6:42 am, device = 132 mg/dl. Treatment was not provided. Controls were in range but values were not provided. No product is being returned.